Event description:
It was reported that this electrode became fractured. The fracture was confirmed by x-ray. The system impedance measured greater than 400 ohms. The patient presented to the hospital where the physician turned off subcutaneous implantable cardioverter defibrillator (s-ICD) therapy and gave the patient a lifevest until device replacement can take place. Replacement has been scheduled. No adverse patient effects were reported. Currently, this electrode remains implanted. According to additional information, a computed tomography (CT) scan was performed which revealed that the electrode was tunneling towards the rib insertion and located on the upper extremity of the surface of the ascending aortic branch. The physician is still contemplating the next action to take at this time. No adverse patient effects were reported. Currently, this electrode remains in service.

Event description:
It was reported that this electrode became fractured. The fracture was confirmed by x-ray. The system impedance measured greater than 400 ohms. The patient presented to the hospital where the physician turned off subcutaneous implantable cardioverter defibrillator (s-ICD) therapy and gave the patient a lifevest until device replacement can take place. Replacement has been scheduled. No adverse patient effects were reported. Currently, this electrode remains implanted.